Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) USA has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3311172; medical device expiration date: na; device manufacture date: 13-nov-2013. Medical device lot #: 5342885; medical device expiration date: 30-nov-2020; device manufacture date: 17-dec-2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ 30g lancets experienced missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration date on bd lancets.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ 30g lancets experienced missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration date on bd lancets.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The reported lot number (lot # 3311172) was manufactured in 2013. The product has a shelf life of 5 years and the manufacturing site would no longer have the DHR records for this lot number. The reported lot number (lot # 5342885) was manufactured in 2015. The product has a shelf life of 5 years and the manufacturing site would no longer have the DHR records for this lot number. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.